Event description:
It was reported that the right ventricular lead exhibited loss of capture, high pacing thresholds and an intermittent output anomaly. The lead was explanted and replaced.

Manufacturer narrative:
It was reported that the outer insulation was abraded at 28.6 cm to 28.7 cm and 29.0 cm to 29.1 cm from the connector pin. The outer coil was exposed in the same area, due to friction with another device or unknown source.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.